Event description:
Pt discharged from hosp to nursing home with a heavy duty walker with leg extensions (no wheels). During a transfer, the pt was bearing weight on the walker and the side supports of the walker bent inwards. The pt was not injured and the walker was replaced with another.